Event description:
On 11/17/2023, it was reported by a sales representative via (B)(4), that an ar-1288qis-100 quadlink implant systems tip of the flipcutter broke off. This occurred during a case, where a new device was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to excessive forces during use.